Event description:
The patient reported that, while inserting a cartridge into her insulin infusion device, the entire cartridge of insulin spilled into her infusion device. The patient was advised to thoroughly clean out of the device and let it dry out for 24 hours. The patient was also advised to switch to her backup infusion device. On follow up, the patient stated, the infusion device still had moisture inside. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.